Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 250 mg/dl. The customer was treated with IV fluid. The customer was not wearing the insulin pump for less than 48 hours prior to the hospitalization. Device had alarmed no delivery alarms. No troubleshooting was done on the insulin pump. Customer decided to take a break from the insulin pump. The insulin pump will not be returned for analysis.